Event description:
It was reported via a literature article that although there were some complications (in-stent thrombosis, hospitalization), xience v outperformed cypher and taxus series stent devices as having significantly lower rates of late and very late stent thrombosis, as described in this article.

Manufacturer narrative:
Estimated date of event. The UDI is unknown because the part number and lot number were not provided estimated date of implant. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.